Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. A surgical procedure occurred on (B)(6) 2020 wherein the ipg was relocated towards the buttocks area. There were no complications during the procedure and therapy was restored post procedure.